Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high threshold values. During revision procedure physician suspected the lead had dislodged and aborted the procedure. After flouroscopy, CT-scan, and echocardiography, physician confirmed that lead had perforated the endocardium on the initial implant and had not dislodged. Physician capped and replaced the lead on (B)(6) 2019. Patient was stable before, during, and after the procedure.